Event description:
Post surgery, the patient was found to have a small 'burn' on their scapula area.

Manufacturer narrative:
Action taken by inditherm: product was removed for investigation and a replacement provided the day of the report to the company. Conclusion: it was found that the mattress had been misused, the product had continually been folded when instructed not to do so which had caused damage to the internal power rail. This damage caused a rail to break, which produced a hot spot which in turn caused a burn to the patient. This product was manufactured prior to the current system (pre (B)(6) 2006) which now has the modification and extra safety alarm feature which shuts the system down should misuse occur. Further action in inditherm: inditherm upgraded the systems to the current design free of charge to prevent this from happening again. Action by (B)(4) and (B)(6): the (B)(4) accepted that the incident was caused by misuse by the customer, had action taken to prevent recurrence and closed the file off as a result. (B)(6) accepted that the incident occurred due to misuse by staff in theatres and took no further action. The products are still in use today. Reported to (B)(4) by (B)(6). (B)(4) contact: (B)(6).